Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgical procedure for prolapse on (B)(6) 2007 and the mesh was implanted. The patient experienced vaginal pain and hip pain. The mesh was explanted on (B)(6) 2017. No further information is available.